Event description:
The patient contacted lifescan and alleged the one touch ultra meter was reading inaccurately low. The reading was 155 mg/dl (15.5 mmol/l) repeated was 165 mg/dl (16.5 mmol/l) compared to a calibrated lab value of 265 mg/dl within 10 minutes. The patient was unaware of the unit of measure. Therefore the one touch ultra meter reading would fall within the criteria for lifescan accuracy and precision. It is unknown how the unit of measure was changed. The patient did not receive medical attention. After testing on the reported meter the patient exercised. The customer care representative performed troubleshooting and noticed the unit of measure and assisted the patient in changing it. Twice the control solution test was not within range. Based on the information obtained from the patient there is evidence the product malfunctioned.